Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s devices were not working and were not helping the patient. It was reported that the patient had the stimulation adjusted multiple times and that one time they felt an ¿electric prod¿ from the device but they could still not feel stimulation after that. The patient told their healthcare provider to just turn it off since it was not helping. It was noted that the device had not been helping since implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s family member indicated patient did not use the stimulator anymore, still implanted in him, but has the stimulator turned off for 2 years.